Event description:
It was reported that the patient had felt faint at times. There was noise noted on the right atrial and right ventricular leads. The physician questioned if it was a device header issue. The device was replaced. The right ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2008; 5076-45, implantable pacing lead, (B)(6) 2008; 4196, implantable pacing lead, (B)(6) 2010; 7120, competitor implantable tachy lead, (B)(6) 2010. (B)(4).